Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been hospitalized. It is unknown if hospitalization was related to issues with blood glucose (bg), as no further details were provided. It was thought that the customer was wearing the pump upon admittance to the hospital. Endocrinologist reported that the customer needed follow up training. However, customer was no longer using pump for insulin therapy as customer was not "independent and cannot operate pump". Customer had "many things going on clinically" and was currently in a rehabilitation facility. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.